Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the chiller. The system setup, safety circuits, and power measurements were tested and passed. The alignment, the aiming beam, and the stop/shutter/attenuator were tested and worked as intended. The system coolant was replenished. The footswitch, emergency cut off function and warning lights were tested, and worked as intended. The blast shield was changed. A comprehensive functional check was performed, and all components work as intended. The laser passed full functional and electrical safety testing. According to the work order performed, it is likely the fuse was damaged. After the fse replaced the fuse, the issue was resolved. Based on the analysis results and available information, the reported error messages were confirmed. It is most likely that the damaged fuse could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. E1: initial reporter phone: (B)(6).

Event description:
It was reported that errors 188: (cooling system error-cooling flow switch error) and 58: (self test process failure (one of the tests completed with fail status)) displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.